Event description:
It was stated that the customer was hospitalized for high blood glucose with a reading of 411 mg/dl. It was stated that the customer works in an area with high magnetic fields. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.